Manufacturer narrative:
The implant remains in situ. Radiographic imaging was provided confirming the event. Review of the device history record (DHR) confirms that implant met all dimensional and inspection requirements at the time of manufacture, with no nonconformances identified. There is no evidence to suggest that manufacturing-related issues contributed to the reported complaint. Based on information provided, a definitive root cause could not be determined. Alphatec spine, inc. Is submitting this report in compliance with FDA regulations under 21 cfr 803. All relevant and available information was included to the best of our knowledge at the time of this submission. Any fields left blank reflect information that was not known or not provided.

Event description:
Postoperative radiographic imaging at the 3-month follow-up visit revealed the expandable cage had collapsed.